Manufacturer narrative:
The reporter has indicated that the product is not available for analysis. As such, calcification of the lens cannot be confirmed. Based on the information provided, we are unable to determine a root cause. Our internal review did not find any anomalies that may be related to this event. The risk analysis and directions for use are considered acceptable, and the product is performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. As this product has been discontinued, no corrective action is necessary.

Event description:
It was reported that an intraocular lens (iol) was explanted eighteen years seven months after implant as a result of lens opacification due to presumed calcification. The lens had been implanted for a senile cataract in the right eye. The opacification was initially observed approximately nine years and three months after implantation. Reduced visibility of the fundus was observed, and opacity in which calcium deposition was suspected were observed in the product. Eighteen years and seven months post implant the lens and the capsule were removed, and a replacement intraocular lens was sewn in. The peripheral cortex fell into the vitreous body at the time of removal. Vitreous removed by surgery. One month post implant, the outcome has improved and the patient has recovered.